Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the unit was showing zero percent on the power line, but no red battery symbol. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was not verifiable. The field service representative (fsr) stated that the user facility recharged the unit resolving the issue. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.